Manufacturer narrative:
Per medical review - the surgeon reported that the lens flipped upside down during insertion. There is no information to determine if there was any malfunction of the insertion system, but a work-order search showed no similar complaints. There is no information to determine if the flip was due to improper lens loading, or surgeon handling. Visual inspection of the returned product found no visible damage to the lens. The lens was returned in liquid. Based on the complaint history, medical review, evaluation of the returned product and work order search, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Method: device history record review. Results: upon review of the device history record, there is nothing in the manufacturing, inspection and packaging process records to suggest a contributory factor to the complaint. Conclusion: based on the complaint history, work order search, product evaluation, medical review, and device history record review, a specific root cause of the event could not be determined. Claim #(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer? No. Lens not returned. Evaluation method: work order search. Evaluation result: a lens work order search was performed and no similar complaints were found within the work order. Conclusion: based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter stated the surgeon inserted a 12.6mm micl12.6 implantable collamer lens, -10.5 diopter and the lens flipped. The lens went into the patient's eye upside down. The lens was removed within the same surgery with no patient injury. The backup lens was implanted.